Manufacturer narrative:
(B)(4). The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 82 cm and the second piece measured 232.4 cm. The exposed glass tip measured less than 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Light from the sma connector was bright and round, indicating no fractures within the connector. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed it was used during the procedure as the exposed glass tip had normal degradation. The fiber was returned in two pieces, with a fracture along the fiber body. Fibers are consumable devices and expected to degrade with use. Evidence of the laser fiber indicates it was used during the procedure. It is likely that procedural handling of the fiber setup or use contributed to the fiber fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a ureterorenolithotripsy procedure performed on (B)(6) 2021. During the procedure, when removing the laser fiber from its packaging, a crease was noticed in its body. The crease causes the power of the laser dissipated at the tip of the fiber to be less than or equal to zero. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber body broke.